Event description:
The customer reported that the system rebooted itself uncommanded and then locked-up. There is no report of pt injury.

Manufacturer narrative:
A ge rep evaluated the system and replaced a power supply. The system operates as intended.